Event description:
It was reported that an alert for out of range atrial lead impedance was observed event though no atrial lead was implanted. All parameters were checked, and atrial lead alerts were inactive. The device remains implanted. There were no adverse consequences to the patient.